Event description:
Device 2 of 2. Reference MFR report#: 1627487-2011-05462. The pt underwent a trial procedure on (B)(6) 2011. It was reported the dr initiated 3 wet taps when attempting to implant 3 trial leads (2 from the same lot number). Post-op, the pt experienced pain and headaches. She was hospitalized and two blood patches were performed to resolve the issue. Over time, the pain and headaches subsided. A sjm rep reprogrammed the pt and provided her with adequate stimulation to her pain areas.

Manufacturer narrative:
Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.